Event description:
It was reported that prior to implant an error message alert was displayed on the pulse generator indicating that the device was in backup vvi operation. A firmware download was unsuccessful. It was noted that the cause was unable to be determined.

Manufacturer narrative:
The reported field event of reset mode was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, no anomalies were found.